Event description:
The patient was receiving epidural pain management of fentanyl and pavacaine at 8ml/hr. The reporter states that just distal from the cartridge the tubing separated. It was a clean break where the tubing meets the cartridge. The patient notified the customer and a new set was brought out and the medication was resumed. The patient remained comfortable. The patient was discharged from the customer's service 25 days later. No report of adverse patient efect. Additional patient information was requested, but no further information was available.